Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the discordant ahcv result was due to the presence of bleach residue on the wash manifold. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant advia centaur ahcv result was obtained on a patient sample. The result was reported to the physician. The sample was repeated and the corrected result was reported. It is unknown if there was any patient intervention or adverse health consequences due to the discordant ahcv result.